Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that clock needs to be reprogrammed. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had unexplained no delivery and rewind was louder and insulin pump was seized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test, rewind test and self test. No time/clock anomaly confirmed.